Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles throughout the cartridge tubing and infusion set tubing with multiple cartridges. Reportedly, the customer was not properly removing the air from the cartridge. The customer's blood glucose level was in the 300s (mg/dl). Reportedly, the tubing was primed to successfully remove the air bubbles.